Event description:
(B)(4).

Manufacturer narrative:
The report is being submitted under (B)(4) by the MFR arjo hospital equipment (B)(4) on behalf of the importer (B)(4). The evaluation of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary division, not a direct employee of the MFR. Additional info will be provided upon completion of the manufacturer's investigation.